Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2016-03156. It was reported during a surgical procedure to explant and replace the patient's ipg (reference MFR. Report#: 3006705815-2016-00214 and leads (reference MFR. Report #'s 1627487-2016-02698 and 1627487-2016-02699), a cerebrospinal fluid leakage (csf) occurred. It was also reported the physician applied a blood patch during the procedure. The patient did not show any symptoms postoperative.